Manufacturer narrative:
Medtronic received information via a phone call from a physician¿s office that reported one year and one month after the implant of this annuloplasty ring (03212j1982), it was explanted due to technical failure of surgery. It was reported by the physician that there was no malfunction of the device a failure of the ring.

Event description:
Medtronic received information that this annuloplasty ring was explanted 13 months after its implant and a mechanical heart valve was successfully implanted. It was not reported if the explant was due to an issue with this device or a patient condition. No subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: review of the device history record showed that this device met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Based on the information available, failed repair was likely due to the patient¿s native anatomy. The device was not returned for analysis.

Manufacturer narrative:
It was not reported whether this device would be returned for analysis. Additional information has been requested. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.